Event description:
It was reported that the pump kept saying downstream occlusion. The tubing was changed, and nurses verified that nothing was clamped. The cassette was unhooked from the pump and it still alarmed. No infusion happened. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a pump to be alarming downstream occlusion is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com.